Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17325671m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). The device was not returned to bwi.

Event description:
It was reported that one (B)(6) male patient underwent an afib. Ablation using a thermocool smarttouch catheter and suffered a cardiac tamponade which occurred after a steam pop. The steam pop occurred when the ablation was 40w/40 seconds. Percardiocentesis was immediately performed. The patient was fully recovered. Generator j70 was used with the smart touch catheter but no information of the parameter setting. The physician commented the cause of the event was unknown.